Manufacturer narrative:
The customer's pump was returned and evaluated on 11/08/2021. The customer's pump powered on with the lab power supply, the customer's power supply, and the customer's battery pack which was tested with lab batteries. Customer pump did power off when transformer plug was wiggled while in the dc jack of the pump. The yellow grommet on the pump is misaligned and determined to be a damaged dc jack. A damaged pc board was also identified in the evaluation. The customer's complaint of broken/damaged dc jack was confirmed.

Manufacturer narrative:
A replacement pump was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 10/08/2021, the customer indicated that her mastitis began on (B)(6) 2021, and she was prescribed an antibiotic at the time, but stated that her mastitis is now resolved. In follow up again with the customer on (B)(6) 2021, the customer indicated that the replacement pump was working well but she needed a return label to send her broken one back to medela. A return label was sent to the customer. Based on the results of our internal investigation ((B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that the dc jack on her pump in style max flow breast pump is loose and the pump won't work. The customer also alleged that she has mastitis.